Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified lesion in the distal right coronary artery. The nc trek 3.0 x 12 mm was intended to be used but it would not cross the lesion due to the patient's anatomy and it was found that shaft was refolded [kinked]. The device was changed for another nc trek 3.0 x 12 mm and the procedure was finished successfully. There was no resistance felt during the process. The patient's final outcome was satisfactory. There was no clinically significant delay in the procedure and no adverse patient effects. On 3-17-2015, the returned device had a separated proximal shaft. Additional follow-up revealed that during advancement resistance was met so force was used and the proximal shaft separated. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported failure could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.